Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, vasoview hemopro t. W. Power supply would not turn on. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history search is not applicable because this is a reusable, (B)(4) device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, vasoview hemopro t. W. Power supply would not turn on. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 06:11 pm (gmt-4:00) added by (B)(4): the certificate of conformance (c of c) was reviewed. The records show that this device conformed to all applicable product specifications. (B)(4) 2015 01:28 pm (gmt-4:00) added by (B)(4).